Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Literature reference: lin z, et al. Symptom responses, long-term outcome and adverse events beyond 3 years of high-frequency gastric electrical stimulation for gastroparesis. Neurogastroenterol motil 2006;18:18-27. The article discusses symptom responses and long-term outcome in 55 gastroparetic patients receiving gastric electrical stimulation (ges) beyond 3 years by presenting per protocol analysis and intention-to-treat (itt) analysis. One patient developed a small bowel volvulus around the wires and required surgical repair and removal of the gastric electrical stimulation (ges) sixteen months post-implantation.